Event description:
It was reported that before a laparoscopic cholecystectomy procedure, the doctor stated that, while first firing the clip, fired two staplers and none of the staplers closed. While the next firings, the clips could not close properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with one malformed clip and one unformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.